Event description:
During a surgical procedure, the cutting forceps device kept shorting out, saying regrasp. The insulation was sliced. The surgeon used a kleppinger forcep and scissors to complete the case with no pt harm.

Manufacturer narrative:
The complaint was confirmed. The jaw insulation is cut/torn due to being retracted into the inner shaft. The electrode guide was found to have grind marks in the area where it was to be polished. The edge was broken, with no burrs allowed. The part does not. Appear to have been completely processed, it is unfinished from the guide supplier. This part is dock to shock, no inspection required. The device was returned with the power cable cut off. Jaw gap measures .399" (.300 +/-.100"). Conclusion: the electrode insulation was broken due to being retracted into rough inner tube, which caused the device to short out.